Manufacturer narrative:
H.3. Device evaluation by manufacturer: the wash syringe assembly was returned to the instrument service center for investigation. Visual inspection revealed the left plastic pump rod collar was cracked, exposing the o-ring seal; ultimately the shaft seized. Functional testing was not performed due to the observed anomalies. The reported event was confirmed. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the issue by observing a worn wash syringe. Fse could not reproduce the issue as the issue was intermittent. Fse then replaced the wash syringe and resolved the issue. Quality controls were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-mar-2018 through aware date of 11-apr-2019. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [[2240] bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off. The air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off. The air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The st aia-pack thyroid stimulating hormone (tsh) analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 [?]iu/ml, and the lowest measurable concentration is 0.03 [?]iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 [?]iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 [?]iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The st aia-pack intact parathyroid hormone (ipth) analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was due to a worn wash syringe.

Event description:
A customer reported error 2240 bf probe 2 purge failure and 2239 bf probe 1 purge failure with the aia-900 instrument. The customer stated that when trying to operate the instrument, the runs are aborted. The customer checked the probes and did not see any beads stuck. However, the customer stated that they observed air bubbles in the tubing connected to the top and sides of the bf probe. The tubing was below the reagent line in the wash reservoir. The wash solution had been made in the 12 days prior. The customer stated that the quality controls of the first few samples were acceptable but since the errors were occurring, the results were unreliable. The customer reported the they received a thyroid stimulating hormone (tsh) result of 32.4 iu/ml on one patient and a parathyroid hormone (ipth) result of greater than 2000 pg/ml on another patient (refer to MFR report #: 8031673-2019-00152). The customer did not report out the results. The customer also stated that there was dried salt on the incubator cover. There was no indication of patient intervention or adverse health consequences due to questionable patient results.